Event description:
Cath films reveal 99% mid-circ lesion. Angiomax full dose bolus and infusion, asa 325mg, and plavix 600mg given. Pre-dilated with 3.0x12 maverick. 3.0x23 xience deployed. Case finished at 0931. Recurrent chest pain 8 out of 10 post procedure. Returns to cath lab at 1113. Relook angiography reveals 90% subtotal occlusion with large amount of thrombus. Heparin bolus and integrilin bolus and infusion given. Thrombectomy with export catheter x 4 passes. Post dilated with 3.5 x 20 quantum maverick.